Manufacturer narrative:
Date sent to the FDA: 1/7/2021. Additional b5 narrative: it was reported that the patient experienced bowel obstruction.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2007 during which the surgeon noted it had separated from the fascia and was densely adherent to the omentum and small bowel. It was reported that the patient experienced dense adhesions and intractable abdominal pain. No additional information is provided.